Manufacturer narrative:
This event occurred during routine maintenance while the olympus fse was on site. The device was not returned to olympus for evaluation. The cause cannot be conclusively determined. If additional and significant information is received at a later time, this report will be supplemented.

Event description:
While an olympus field service engineer (fse) was at the facility, performing routine maintenance on olympus devices, the customer noted that his high definition lcd monitor was not turning on. The fse inspected the monitor and discovered that the subject was powering on, just not producing an image. This report is being submitted to capture the monitor not producing an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 12 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.